Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 297-316 mg/dl. At time of report, a system check with tandem technical support confirmed that the pump/cartridge functioned as intended and the infusion set tubing was identified as a possible cause. However, customer maintained that the pump was the cause of the occlusions. Reportedly, customer changed the infusion set tubing to address the issue and resumed insulin delivery.